Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that unable to rewind the insulin pump. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. Customer states that serter did not show signs of physical or cosmetic damage. Customer also states that the set was not inserting when pressing the two side buttons on the serter. The insulin pump will not be returned for analysis.